Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted (B)(6) 2013, dtmb1d4 crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation by the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.